Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Per wo notes, it was determined that the device had a failing circulation pump. Circulation pump command (cpc) was 88 percentage, device did heat to 36 and cool to 7. Per additional information updated from ttm on 06jan2026, biomed stated that they received calibration error 80. Ran calibration again two more times and received calibration error 2 both times.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device failed calibration error 80 (water check time out unable to reach calibration temperature). Per wo notes, it was determined that the device had a failing circulation pump. Circulation pump command (cpc) was 88 percentage, device did heat to 36 and cool to 7. Per additional information updated from ttm on 06jan2026, biomed stated that they received calibration error 80. Ran calibration again two more times and received calibration error 2 both times.